Event description:
On home monitoring, the shock impedance decreased to less than 25 ohms. Historically the shock impedance was between 42-63 ohms. They are going to bring the pt in to check the lead in the office and will try to explant the lead and send it back to biotronik. On (B)(6) 2010, the clinic brought the pt in to check the lead impedance and all values were normal. The decision was made to leave the lead implanted and monitor it for further fluctuations. Should additional info become available, this event will be updated.